Event description:
The distributor reported on behalf of the user facility, the following event: the physician reported that the catheter functioned properly on day 1. On the second day, no wave pattern displayed on the multi parameter monitor. The catheter was replaced and the new catheter functioned properly. No pt injury has been reported.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.